Manufacturer narrative:
Exemption number e2017017. (B)(4). The siemens technical investigation of the reported event is ongoing. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation. (B)(4). (B)(6).

Event description:
It was reported to siemens that a (B)(6) year-old female patient had to be rescanned after an initial topogram examination (low dose overview scan) with the somatom force system. Normally, the spiral mode should have been loaded after moving the table, but during this case it was not possible. The user manually pressed "continue" and had to restart the system. This resulted in a repeat of the examination, which was completed successfully. Although no patient injury was reported, this report is being conservatively submitted due to the additional and unanticipated x-ray dose the patient received because of the second scan.

Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens completed a technical investigation of the reported event. The available system log files were analyzed. The complaint issue was not reproducible in the lab. The root cause could not be determined. The complaint event appears to be a single event at the reported facility and it has not reoccured. The investigation revealed there was no system defect (no general design issue). Additional investigation is not warranted at this time.